Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner liner, proximal liner and the remainder of the device were checked for damage. The handle was dissembled when the device arrived. Visual examination showed no damage to the outer sheath. The mid-shaft showed buckling at the retainer clip nose. It was noticed the proximal inner and the inner liner were damaged with multiple kinks and bends from the clip distal approximately 19cm. The pull rack showed teeth damage. The thumbwheel also showed teeth damage. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent partially deployed and elongated. A contralateral approach over a steep bifurcation was used to access the moderately calcified mid right superficial femoral artery. A 0.035 non bsc guidewire and a 6f 45cm non-bsc sheath were introduced into the patient. Pre-dilation was performed with a 6mm balloon. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for a recanalization and dissection procedure. During the procedure, the stent was able to be deployed well with the wheel for first 2/3 of the stent. The pull grip was used until about 3/4 of the stent was deployed. However, the delivery system stopped working properly and the delivery became blocked. Pulling strongly on the pull grip resulted in no further deployment. The stent could not be snared and pulling it at 2/3 release seemed too risky. The physician broke the handle. The physician observed that a 2cm long transparent portion of the device was pinched in the opening of the pull grip. Though the catheter was nipped, it was possible to retract the middle sleeve against the inner sleeve and the remaining stent was able to be deployed. High resistance was noted when this was performed possibly due to the now kinked system. The procedure was completed with this device and it was noted that the stent became elongated. The stent did not fracture. There were no patient complications and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that the stent partially deployed and elongated. A contralateral approach over a steep bifurcation was used to access the moderately calcified mid right superficial femoral artery. A 0.035 non bsc guidewire and a 6f 45cm non-bsc sheath were introduced into the patient. Pre-dilation was performed with a 6mm balloon. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for a recanalization and dissection procedure. During the procedure, the stent was able to be deployed well with the wheel for first 2/3 of the stent. The pull grip was used until about 3/4 of the stent was deployed. However, the delivery system stopped working properly and the delivery became blocked. Pulling strongly on the pull grip resulted in no further deployment. The stent could not be snared and pulling it at 2/3 release seemed too risky. The physician broke the handle. The physician observed that a 2cm long transparent portion of the device was pinched in the opening of the pull grip. Though the catheter was nipped, it was possible to retract the middle sleeve against the inner sleeve and the remaining stent was able to be deployed. High resistance was noted when this was performed possibly due to the now kinked system. The procedure was completed with this device and it was noted that the stent became elongated. The stent did not fracture. There were no patient complications and the patient was stable.